Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. . It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - yellow particles on the surface of the shell.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 07, 2023, with lot number 2865407. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.